Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a low battery alert after changing the battery. The customer also reported repeated after battery change alarms and external ram crc error alarms. The customer's blood glucose level was 9.2 mmol/l. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was informed that the product would be replaced, and to return the malfunctioning product back for analysis.